Event description:
It was reported that the patient scheduled a consult with the physician due to a migrating generator. The physician saw the patient and believes the device migrated due to the location of the generator pocket incision. The physician plans on replacing the generator prophylactically and relocate the generator pocket to a more secure pocket and tie down. Clinic notes dated (B)(6) 2015 note that the vns implant is moving and that the patient complains of the mobility of the generator. It was noted that the patient has recently experienced an increase in seizures. The notes indicate that for the past few weeks or month the patient has experienced pain in her left breast and that at one point it felt like the generator was going to come out of the incision. Attempts to obtain additional relevant information have been unsuccessful to date. No known surgical intervention has been performed to date.

Event description:
Analysis of the explanted generator was completed. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Additional information was received via implant card that the patient underwent a generator replacement surgery on (B)(6) 2015 due to prophylactic replacement with a more secure surgical pocket to avoid generator migration. The explanting facility discarded the explanted device; therefore, no analysis can be performed. Additional information as received that there were no apparent problems with the patient's explanted generator and that high impedance was not seen for this patient; diagnostics were normal. The patient began complaining of these adverse events since around (B)(6) 2015. The cause of these adverse events is unknown. No additional relevant information has been obtained to date.

Manufacturer narrative:
Brand name, type of device name, model #, serial #, lot#, expiration date, date of implant and device manufacturing date; corrected data: the previously submitted MDR inadvertently provided the wrong suspect device for the event.

Event description:
The explanted generator has been received by the manufacturer for analysis. However, analysis has not been completed to date.

Manufacturer narrative:
.